Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncope and was hospitalized. The lead was found to be fractured. An explant was attempted, but the lead had been implanted for six years and could not be removed.